Manufacturer narrative:
(B)(4). Batch # l5251z . The following information was requested, but unavailable: can you clarify what is meant by "the echelon did not act anything"? When the pse45a "did not act anything" did the device fire; was any portion of the target tissue stapled or cut? Was the initial audible sound of the power heard and then the device locked-out? The analysis found that one pse45a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the device did not act anything. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.